Event description:
1) upon filling pump, noticed "crack" in tubing, tubing leaking out into hood. 2) 50ml filled pump running at a rate of 0.5ml/hr should last 100 hrs. Only lasted approx 90 hrs on pt.